Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center inspected the device and confirmed the fatigue of the igniter. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has been manufactured for more than 10 years. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the igniter degradation due to long-term repeated use. As a result, omsc guessed that the emergency lamp lit up instead of the main lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the quotation inspection of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The reported event appeared to be caused by an error due to a failure of the igniter of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the device did not light and the emergency lamp lighted up. There was no report of patient injury associated with this event.